Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A customer quality engineer (cqe) downloaded and reviewed the electronic records. The issue was unable to be verified. A cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.